Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon did not deflate. Complainant alleged that the nurse tried to remove the balloon through puling, but felt resistance and stopped. The catheter was pulled and removed with the balloon still inflated. The catheter was replaced without further incident. No patient injury was reported, however the patient did experience self-limited bleeding and discomfort. No medical intervention was required.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 used catheter for evaluation. The sample was visually evaluated and no pinch or blockage was observed. Per functional testing, the balloon was inflated using a lab syringe with 10ml water using normal fill technique. The balloon was able to inflate and deflate in 12 seconds and 6seconds. The sample was dissected and did not find anything to contribute to the reported problem. The following results were found during the dimensional evaluation: concentricity (full inflation volume) 60/40. Eye snip length 3/32¿. Eye snip width 2/32¿. Eye snip distance from distal cuff 7/32¿. Eye snip distance from proximal cuff 12/32¿. Rubberize thickness 12 thou. Inflation lumen coverage 11 thou. Balloon thickness (average) 22 thou. Reinforcement 155 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst." (B)(4).

Event description:
It was reported that the catheter balloon did not deflate. Complainant alleged that the nurse tried to remove the balloon through puling, but felt resistance and stopped. The catheter was pulled and removed with the balloon still inflated. The catheter was replaced without further incident. No patient injury was reported, however the patient did experience self-limited bleeding and discomfort. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon did not deflate. Complainant alleged that the nurse tried to remove the balloon through puling, but felt resistance and stopped. The catheter was pulled and removed with the balloon still inflated. The catheter was replaced without further incident. No patient injury was reported, however the patient did experience self-limited bleeding and discomfort. No medical intervention was required.